Event description:
It was reported that a dexcom g7 sensor paired to an ilet system provided readings briefly, then generated a ¿replace sensor now¿ alert and stopped providing data; the user entered a fingerstick value of 355 mg/dl into the pump, administered subcutaneous insulin by pen, and replaced the sensor, after which a new warmup began and sensor connection was established during a follow-up call. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery with the pump paused per guidance and manual insulin administration. Investigation included troubleshooting and education regarding sensor replacement, pairing, and safe pump use around manual injections. Investigation of this case revealed a sensor communication or lifecycle issue consistent with a sensor expiration alert and initial pairing failure, after which normal connection resumed with the replacement sensor. It was concluded that the event was attributable to a sensor-related issue rather than a pump malfunction, and the user actions resolved the condition. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.